Event description:
Prior to a routine device replacement procedure, it was noted there was r wave amplitude variation on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. No further intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.